Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(4) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high and unstable thresholds. The rv (right ventricular) lead was explanted and replaced. No patient complications have been reported as a result of this event.